Event description:
Customer reported the insulin pump was broken. The only buttons that work was the bolus button and the up and downs arrows. Customer noticed the keypad anomaly because she was trying to bolus. Customer's blood glucose was 163 mg/dl. Customer reported the esc and act button were not responding. Customer does not recall any significant events leading to the keypad issues. Customer removed the battery in attempt to fix the keypad anomaly. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.